Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0b9rk, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the ipg ((B)(4)) found that it was functionally okay and insignificant anomalies. Analysis of the lead ((B)(4)) found that conductor #3 was broken 2.3 cm from the distal end. (B)(4).

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3889-28, lot# va0b9rk, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type lead. Evaluation conclusion code for the lead (va0b9rk) no longer applies. Evaluation conclusion code now applies to the lead (va0b9rk).

Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# va0b9rk, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a patient via a manufacturer representative. It was reported that the patient experienced symptom return. It was not known what factors may have led or contributed to the issue. It was reported that diagnostic troubleshooting was done in the office about three months ago. It was reported that reprogramming the electrodes showed normal impedance. It was reported that impedance¿s were taken in the office setting and a reprogramming occurred. There were impedances over 4000 on all electrodes except for 1 and 2. It was unknown if the issue was resolved at the time of report. The device was explanted and returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.